Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 563 mg/dl, 364 mg/dl, 120 mg/dl, 460 mg/dl, 167 mg/dl, 278 mg/dl, and 276 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the 'c' zone showing the difference in valves to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Na